Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020]: moraxella osloensis (>10cfu/20ml). [Second time; (B)(6) 2021]: e.coli (>10cfu/20ml), stenotrophomonas maltophilia (>10cfu/20ml), enterococcus faecalis (>10cfu/20ml), staphylococcus epidermidis(>10cfu/20ml). [Third time; (B)(6) 2021]: stenotrophomonas maltophilia (>10cfu/20ml), enterococcus faecalis (>10cfu/20ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440pt model 2008, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This is a supplemental report for initial MFR report # 8010047-2021-05004 to correct the date. Based upon the new information, date received by MFR is corrected to march 22, 2021.

Manufacturer narrative:
Olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the 1st testing, the sample collected from the air/water channel of the device tested positive for staphylococcus (1cfu/ml). As a result of the 2nd testing, no microbe was detected from the sample collected from the all channel of the subject device. The testing result cleared the german guideline. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of (B)(4). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.